Manufacturer narrative:
Zoll medical corp has received the product, and will be providing a f/u report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device was unable to obtain an ECG signal via pads using the multifunctional cable. Complainant indicated that there was no patient involvement in the reported malfunction.